Manufacturer narrative:
Corrected information has been provided in d1 and d4 (serial). Hemolysis/mechanical interaction with blood: no logs were returned. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
75-year-old female patient with acute myocardial infarction/cardiogenic shock. Impella cp implanted and an rp flex implanted seven hours later for right ventricular failure. Hemolysis noted via red hematuria and laboratory values. Advised to check pump position. Family withdrew care, and patient expired. Impella cp to be coded for hemolysis, as this is a known risk factor with improper pump position, and the impella rp flex and impella cp will be conservatively coded for death but is unlikely a contributing factor and the death is most likely due to the patients critical condition and the fact that the family decided to withdraw care.